Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hit by a car and had a fall. Beginning the following week, the left ventricular lead exhibited noise. Lead outer coil fracture was suspected. Patient presented for lead replacement procedure. Patient's device was upgraded and the lead did not exhibit any noise in new configuration. Patient was stable throughout the procedure.